Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient was diagnosed with delayed diabetic ketoacidosis. Symptoms included labored breathing and muscle cramping. The pod was removed prior to the ER visit. A full blood panel was completed and no other treatment was provided. The patient was released 4 hours later. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.